Event description:
It was reported that during a coronary stent procedure, the physician was attempting to "primary stent" and was unable to cross the lesion. While attempting to remove the delivery/stent device, the stent became loose on the delivery device. The physician elected to deploy the stent distal to the target lesion. The target lesion was then predilated and another stent was successfully deployed proximal to the first stent. Pt status is listed as "okay".